Event description:
It was reported via repair work order that the lifts were stuck in an elevated position due to loss of cpu limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.